Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00029, 3006705815-2022-00031. It was reported that patient experienced several falls and has pain at the ipg site. As a result, the ipg was repositioned to address the issue. During the revision the physician noticed that the leads had a break in the sheath so both the leads were explanted and replaced addressing the issue.